Manufacturer narrative:
(B)(4). The customer report of extension line leak was confirmed by visual inspection of the customer supplied photo. The customer provided one video for analysis and the complaint of extension line leak was able to be confirmed by the video. However, full complaint verification testing could not be performed as no sample was returned for analysis. The instructions for use (IFU) provided with this kit warns the user, "some disinfectants used at catheter insertion site contain solvents which can weaken the catheter material. Alcohol, acetone, and polyethylene glycol can weaken the structure of polyurethane materials. These agents may also weaken the adhesive bond between catheter stabilization device and skin. Do not secure, staple and/or suture directly to outside diameter of catheter body or extension lines to reduce risk of cutting or damaging the catheter or impeding catheter flow. Secure only at indicated stabilization locations." A device history record review was performed, and no relevant findings were identified. Without the device to evaluate, the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported that: on the 20 apr 2023, the extension line was found leaking during use on patient. Involved 1 pc. No sample will be provide. No reported patient harm. Additional information has been requested from the account and will be submitted with follow up report.

Event description:
It was reported that: on the (B)(6) 2023, the extension line was found leaking during use on patient. Involved 1 pc. No sample will be provide. No reported patient harm. Additional information has been requested from the account and will be submitted with follow up report.

Manufacturer narrative:
(B)(4).